Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of a minicap extended life pd transfer set and the titanium adapter. The issue was noted when the patients clothes became wet with pd effluent. The patient stated the transfer set fell down (detached) when looked into the belt that secures and holds the pd cath site. This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. As a result, the patient was given a dose of prophylactic antibiotics and the patients transfer set was changed. There was no allegation against the titanium adapter. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.